Event description:
When you remove tampon, cotton comes off- retained, vagina [foreign body in reproductive tract]. When you remove tampon, cotton comes off [complication of device removal]. Cotton coming out from the edge, tip loose, comes off [device breakage]. Case description: consumer reported via phone that the tip/edge of tampon is loose and when she removes the tampon the cotton comes off. No serious injury reported. 0038d541111048, regular tampons (90815469): 03864/6128, 04364/6113, 04564/6113, 04464/6113, 04664/6113, 03064/6107, 03364/6107, 03264/6107, 02864/6118, 04964/6113, 03262/6131, 04164/6113, 03164/6118, 04864/6113, 05064/6113, 02664/6118, 03964/6128, 04064/6113, 04964/6113, 04764/6113, 04864/6113, 05064/6113, 04264/6113, 04364/6113, 04764/6115, 05164/6113, 05364/6165, 03564/6128, 03464/6128, 03664/6113, 04164/6113. Super tampons (90752757): 03862/6098, 05562/6158, 05462/6158, 03262/6131, 03063/6132, 04463/6166, 04062/6098, 04963/6166, 03762/6098, 03362/6131, 04163/6098, 03962/6098, 03363/6131, 04162/6098, 04263/6098, 04963/6166, 04362/6166, 05162/6131, 04362/6166, 03263/6131, 04063/6098, 03263/6131, 03963/6098, 05262/6131, 05163/6131, 04263/6098.